Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The caregiver (cg) stated a bag fell off the stand and became disconnected; adding that it may have been bumped causing it to fall. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 4. The cg stated a bag fell off the stand and became disconnected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the cg to cycle power to clear alarm. There was no patient injury or medical intervention reported. On (B)(6) 2010, product surveillance contacted the cg who stated the patient was asleep at the time the bag fell but her niece was over and stated she may have bumped the bag on the way to the bathroom causing it to fall. The cg confirmed the hp has resumed therapy without further issue.